Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted indicated the device was functioning properly. Explained that high blood sugars are most often caused by a site/set issues. Recommended changing the infusion set.